Event description:
It was reported that during a cryo ablation procedure after freezing four pulmonary veins and preparing to perform additional ablation on the left lower pulmonary vein, the patient's blood pressure dropped. Fluoroscopy was performed and identified pericardial tamponade. A pericardial puncture and drainage were performed immediately. After extracting about 800 milliliters (ml) of effusion, the patient's blood pressure still could not be maintained stable (the lowest was 66/45) and was subsequently sent to surgery for open thoracotomy repair. The cryoablation procedure was ablated and the patient was not under general anesthesia. The patient's hospitalization was extended and the patient was in the cardiac care unit (ccu). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 event description corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure after freezing four pulmonary veins and preparing to perform additional ablation on the left lower pulmonary vein, the patient's blood pressure dropped. Fluoroscopy was performed and identified pericardial tamponade. A pericardial puncture and drainage were performed immediately. After extracting about 800 milliliters (ml) of effusion, the patient's blood pressure still could not be maintained stable (the lowest was 66/45), and was subsequently sent to surgery for openthoracotomy repair. The cryoablation procedure was aborted and the patient was not under general anesthesia. The patient's hospitalization was extended and the patient was in the cardiac care unit (ccu). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The patient file showed 27 applications were performed using an afapro28 balloon catheter with lot number 37153. The patient file did not show any system notices on the reported date of the event. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issues of cardiac tamponade and hypotension occurred during the procedure and cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37153 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 27 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillations or overshoots. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and the clinical issues of cardiac tamponade and hypotension occurred during the procedure and cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.